Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead threshold increased significantly. Micro fracture is suspected. The lead was reprogrammed to correct thresholds, but no further intervention was performed or planned. No adverse patient events were reported. Should additional information become available, this file will be updated.